Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was able to reproduce the reported failure and found that when there was a strain put on the coiled cable at the connection to the display, the display communication would fail and cause the unit to go into alarm and stop pumping. To address this issue, the stm replaced the coiled cable, and completed all test without further issue, making sure to put strain on the coiled cable to test function. All functional and safety tests were performed and passed to factory specifications. The iabp unit was returned to the customer and cleared for clinical service. The fse also noted that the unit had a recent concerning the display and it was replaced. The name of the event site has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that while in use in a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown. It was later reported by the user that they were adjusting and moving the pump when the pump stoppage occurred. There was no harm or injury to patient and no adverse event was reported.